Event description:
It was reported to boston scientific, that a polaris ultra ureteral stent was used, during a ureteroscopy procedure performed on (B)(6) 20213. During the procedure, inside the patient. When the stent was pushed up with a positioner, the stent was kinked, and failed to insert it. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided, and showed that the stent was buckled.

Manufacturer narrative:
Imdrf device code a0414: captures the reportable event of stent torn material, inside the patient; imdrf device code a0406: captures the reportable event of stent kinked, inside the patient.

Manufacturer narrative:
Block h6: imdrf device code: a0414 captures the reportable event of stent torn material, inside the patient. Imdrf device code: a0406 captures the reportable event of stent kinked, inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, a visual evaluation and media inspection noted that the shaft kinked, and drainage holes torn. No other problems with the device were noted. During functional inspection, it was noted that the mandrel 0.039 was loaded into the device and no resistance was felt and magnification shows that the drainage holes torn was observed closely. The reported event to deploy was confirmed, however, the reported complaint of difficult to advance was not confirmed. Taking all available information into consideration, it is possible that operational factors, handling, manipulation with and excess force during the procedure with a guide wire and or another device while the stent was being setting up could have generated the found issues. Therefore, the most probable root cause is adverse event related to the procedure. Update to block g1: for manufacturer contact person.

Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 20213. During the procedure, inside the patient, when the stent was pushed up with a positioner, the coil was buckled, and failed to insert it. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was buckled.